Event description:
Boston scientific received information that this implantable cardioverter defibrillator, , reached elective replacement indicator with a charge time measurement of 23.3. Seconds and a monitoring voltage measurement of 2.53 volts. The physician expressed dissatisfaction regarding the measurement outcomes and wanted analysis of the device. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The boston scientific local area sales representative confirmed that this medical device, which is part of the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, will not be returned to boston scientific. The sales representative also confirmed that there was no allegation against the device by the physician. Instead the physician's initial concern regarded a software issue regarding how charge times were being rounded up or down to the nearest whole second, instead of specifically stating the actual measurement(s).

Manufacturer narrative:
The device was subsequently explanted and has not yet been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated.